Manufacturer narrative:
The user facility has been contacted for additional information but has not yet responded to our requests. The hardware has not been serviced by belmont since it was manufactured in 2013. Without further information, it is difficult to determine what occurred in this incident. Once the lot number of the disposable set is determined and/or the parts are received and evaluated, a follow-up report with all additional relevant information will be submitted.

Event description:
The report from the user facility stated: "a level 1 trauma was performed in vor 25. The belmont was deployed at approximately 0540. The night tech was relieved by a senior day shift anesthesia tech, as our mass transfusion protocol had been activated. At approximately 0620, the belmont had reservoir had been loaded with rbc's and ffp and programmed to run at 500ml per minute. Approximately 5-10 seconds later, it was noted that blood was spewing inside the unit. The tech opened the door and noticed a leak around the connection of the red arrow that sits right about the heater ring. The tech was wise enough to plug the leak with her finger until a new disposable could be obtained. Once the tubing was changed out, the tech attempted to run the belmont at 500ml's flow rate. The screen indicated that the rate being administered was at 500ml, but was actually only delivering between 187 and 201 ml per minute. The pressure was fluctuating between 280 and 305cc. During this time, the belmont tubing was connected to a 14 gauge IV catheter. A mac central line was inserted, and the belmont was then connected to one of its ports. The belmont proceeded to operate without incident thereafter."